Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the left ventricular (lv) lead had dislodged and exhibited high capture threshold, r-wave amp variation and low impedance. The lv lead was explanted and replaced. The patient was in stable condition throughout the procedure.